Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/07/2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. No product or data was provided for investigation. Problem could not be confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed a voltage test and failed. A pairing and functional test were unable to be performed. Performed share log review and no data was found. The bin review could not be performed. The reported event of a transmitter failed error was undetermined. A root cause could not be determined.